Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 333 mg/dl after announcing a breakfast but not eating, and there was concern for a possible infusion site or cannula issue on a supply change day; the user was advised to change supplies and received education on proper meal announcements, with follow-up review of device reports indicating multiple and larger-than-meal announcements and the need for additional training. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention and no outside assistance. Investigation included review of device data and user coaching on meal announcement practices. Investigation of this case revealed user technique issues related to incorrect meal announcements leading to hyperglycemia, with a potential infusion site issue considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined user-related factors consistent with use error and cause unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.